Event description:
As reported: "on (B)(6) 2025, the patient felt pain in my femur. An x-ray revealed a nail fracture."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "on (B)(6) 2025, the patient felt pain in my femur. An x-ray revealed a nail fracture.".

Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could be confirmed with the provided x-ray in which we can see the broken nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Opinion from hcp: "the reduction seems to be quite ok, no compression, but the fracture gap is not very big. There is very little/ no callus formation, but I don¿t know when the break occurred. I can¿t say anything else, because I do not have any further context, like timelines, additional patient info, aftercare etc." More detailed information about the complaint event (as indicated by hcp) as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.